Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's log files were submitted due to concerning low flow alarms. Following review of the submitted log files, it appeared the event log file captured low flow alarm events on 28oct2024. There were also several momentary low flow events recorded. These occurred at times when the pulsatility index (pi) was elevated. There did not appear to be any sort of mechanical circulatory support (mcs) equipment issues that caused the events. It was later reported that the patient was inpatient during the low flow alarms and was actively dying. The patient passed away on (B)(6)2024 cardiogenic shock and congestive heart failure (chf) exacerbation. The device operated as expected and the site stated the death was due to non-left ventricular assist device (lvad) related reasons. The device would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist device, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The system controller event log files contained events from (B)(6)2024. Intermittent low flow hazard alarms were captured throughout the file. No other notable events were recorded, and the pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outlines system alarm conditions as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.